Event description:
It was reported by the customer that a pyxis medstation es system all patients are not crossing to server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients are not crossing to server. A technical support specialist verified the server and they found issue and restarted service 'bd external messaging service'. The issue was resolved the system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the es server.